Event description:
It was reported that the zimmer skin graft mesher was jammed shut and unable to be opened. Additional clinical follow up with the customer indicated that the device was not in use on a pt when the issue occurred; therefore, there was no pt injury, increased surgical time or medical intervention. During device analysis, it was determined that the comb was bent.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The svc record indicates that the device was manufactured on 04/12/2007 and has no repair history at zimmer surgical. During device analysis, it was determined that the comb was bent. It was also observed that the side plates, roller, gear and ratchet gear were damaged. A test mesh and calibration could not be performed due to damage of the comb. Customer indicated one cutter. Cutter eval demonstrated that the cutter produced an unacceptable test mesh. The cause is likely the user not maintaining the device per proper handling and lack of preventive maintenance. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.